Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off. The customer plugged the pump and the pump turned on. However, the pump was missing customers personal profile settings. During the call with tandem technical support (cts) the pump data revealed a low power alarm. The customer was able to find and verify personal settings. In addition, the customer reported that an occlusion alarm had occurred. The customer requested to end the call with cts and would call back. There was no reported impact to the customers blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.